Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Unsatisfactory weight loss (not enough or too much weight loss - weight fluctuations) is surgical and physiological complication and an analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
The pt called and reported that their lap-band system "port leaked". This event was first noticed when the "pt was getting fills for about a year and noticed that the fills have not been working and has had a lack of restriction." A "leak test" was used too and showed the saline was "entering the pts' body instead of the band". The device has not been returned to allergan at this time. In addition, the pt mentioned "last year in august the saline had to be removed from the band the pt was losing weight too fast". These reported events have not yet been confirmed by a health professional. Follow up with the surgeon in progress.